Event description:
The customer contact reported the patient received less medication than intended. The device was programmed to deliver a 100ml bag of an unspecified antibiotic at a rate of 200ml/hour and the delivery was started. No further programming parameters were provided. After 30 minutes, it was reported that the patient notified the nurse that the device was beeping. At this time, the nurse noted that the device was alarming for infusion complete, and the device display indicated that 99ml had been delivered; however, the antibiotic container remained half full. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.